Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, underwent a revision surgery due to fluid loss in the device. All components of the existing aus were explanted and replaced with a new aus. No patient complications reported.